Manufacturer narrative:
Claim#: (B)(4).

Manufacturer narrative:
H3 - device evaluation: the lens was returned with moisture in a microcentrifuge vial with residue and debris on the lens. Visual inspection found the haptic torn with debris on the lens.

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -10.5/+1.5/104 (sphere/cylinder/axis), into the patient's right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged with a shorter length lens due to excessive vault. The problem was resolved. The cause of the event is reported as unknown.